Event description:
Microbial contamination within the architect system (architect i2000/i2000sr processing modules and architect wash buffer) through generation of folate-like by-product (microbial folate) may cause architect folate calibration failures and shifts in architect folate calibration failures and shifts in architect folate results (quality control and patient results). There was no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.